Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot.

Event description:
According to the reporter, during a procedure, when closing the fabric, the excessive stop icon appeared on the display. The user waited about 20 seconds for the fabric to settle and the signal came out and it started stapling. Until halfway through, the message appeared again. The surgeon waited a little longer and the issue did not even come off the display, so when it resumed charging, the stapler no longer responded. The user tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked. The surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broke when the surgeon tried to open the load locked in the tissue. The user was able to remove the rod from the cavity. It was replaced with another rod for a new shot.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# (B)(6)) sigmret, sig power sigmret manual retract tool, (lot#c8g7401x) sigphandle, sig power sigphandle handle, (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic received five images and videos for analysis. A visual inspection of the returned pictures noted two fenestrated forceps were noted as well as a reload with a broken reload adapter. The proximal end of the reload could be seen and damage to the reload adapter was noted the distal end of the reload was obscured by tissue. A visual inspection of the returned videos noted the speed of the I-beam advancement was seen to slow, though the I-beam did continue to advance and the I-beam stopped advancing. Several of the formed staples were seen to fall into the body cavity. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The broken reload adapter condition can occur due to over flexure of the reload while attached to the instrument. It was additionally reported that there was an excessive load detected during use and instrument was partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The broken reload adapter condition can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoidectomy procedure, when closing the fabric, the excessive stop icon appeared on the display, the user awaited about 20 seconds for the fabric to settle and the signal came out and it started stapling, until halfway through the message appeared again, we waited a little longer and the it didn't even come off the display, so when it resumed charging, the stapler no longer responded. More. User tried to carry out all the maneuvers taught in the certification for opening the load, however, nothing worked, the surgeon decided to keep the load attached and continue with the surgery. It was no longer necessary to change, as the rod broken when the surgeon tried to open the load locked in the tissue, the user was able to removed the rod from the cavity. It was replaced with another rod for a new shot. It was also noted that retraction tool disengaged.